Event description:
Additional information received indicates that the patient was able to use their patient controller to exit MRI mode successfully. Event is no longer reportable.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Date of event is estimated.

Event description:
It was reported that the patient's system is unable to exit MRI mode. Next course of action is undetermined at this time.